Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated multiple times. There was a cassette not attached properly, error alarm just when latch handle is closed and nothing attached. Problem was found in the event history log multiple times. Dso (downstream occlusion sensor) wasn't operating as intended so it was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical pump displayed a cassette error when latch is down and not attached to anything. No adverse patient effects were reported.